Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1278935. Medical device expiration date: 2024-09-30. Device manufacture date: 2021-10-05. Medical device lot #: 1271539. Medical device expiration date: 2024-10-31. Device manufacture date: 2021-09-28. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle w/ holder had poor sleeve function which led to blood splatter. The following information was provided by the initial reporter: "the np sleeve doesn't retract when changing tubes or finishing the sampling. This leeds to an open np needle, and alot of blood on floor, staff and holder. "

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 5 retention samples for each reported lot number from bd inventory were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle w/ holder had poor sleeve function which led to blood splatter. The following information was provided by the initial reporter: "the np sleeve doesn't retract when changing tubes or finishing the sampling. This leeds to an open np needle, and alot of blood on floor, staff and holder. "

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle w/ holder had poor sleeve function which led to blood splatter. The following information was provided by the initial reporter: "the np sleeve doesn't retract when changing tubes or finishing the sampling. This leeds to an open np needle, and a lot of blood on floor, staff and holder. "

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-may-2022. H.6. Investigation: bd received 30 samples (20 from lot 1271539 and 10 from lot 1278935) and 3 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Five (5) returned samples from each lot number were evaluated by functional testing and the indicated failure mode for sleeve leakage was not observed. Additionally, 5 retention samples for each reported lot number from bd inventory were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.